Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported after the catheter was placed in the body, it was found that the catheter was not used smoothly, and after extubation, the catheter was found to be ruptured. No other information was provided. Additional information provided 04/19/2024: it was reported the catheter is used for 2-3 days. After the infusion, the drip is not smooth and the patient feels uncomfortable. X-ray examination was done and no abnormality was found. Rupture was found at the catheter tip, partially ruptured. It is completely removed at one time, and there is no broken tube in the patient¿s body.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc catheter were returned for evaluation. An initial visual observation of the photographs showed a split in the catheter tubing. Some use residue was observed on the sample in the returned photographs. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported after the catheter was placed in the body, it was found that the catheter was not used smoothly, and after extubation, the catheter was found to be ruptured. No other information was provided. Additional information provided 04/19/2024: it was reported the catheter is used for 2-3 days. After the infusion, the drip is not smooth and the patient feels uncomfortable. X-ray examination was done and no abnormality was found. Rupture was found at the catheter tip, partially ruptured. It is completely removed at one time, and there is no broken tube in the patient¿s body.